Event description:
Information received by medtronic indicated that the extension tubing detached from the stopcock during a cryoablation procedure. The physician placed the stopcock back on the tubing and continued the procedure. There was no patient injury. Reportable based on revision to medtronic cryocath regulatory reporting criteria effective (B)(4) 2013.

Manufacturer narrative:
The returned device was visually inspected and functionally tested. The reported issue has been confirmed through testing. Visual inspection showed that the stopcock distal end luer was detached from the side port tube proximal end. An internal CAPA has been initiated to investigate the condition found. This report will be recorded and trended.

Manufacturer narrative:
Investigation into the reported issue is currently in progress and results will be submitted in a supplemental report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.